Manufacturer narrative:
Since the device remains implanted and the serial number is unknown, no investigation is possible at this time. The manufacturer is performing further follow up and will provide a supplemental report if additional information is received. Not explanted; tavi performed

Event description:
The manufacturer was notified that a patient who had a perceval valve implanted, received a valve in valve tavi. No further information is presently available.

Manufacturer narrative:
Based on the serial number provided, the manufacturer identified that this event was already notified to the manufacturer in 2018, and a report was already submitted to the us FDA at that time (medwatch no. 3005687633-2018-00126). As such, this reporting activity is a duplicate of the previously submitted report. Since no further information was provided for this event, no updates to the report 3005687633-2018-00126 are warranted at this time. The information and root cause analysis provided for case 3005687633-2018-00126 remains unchanged.

Event description:
The manufacturer was notified that a patient who had a perceval valve implanted, received a valve in valve tavi. The manufacturer received information confirming that the device was implanted on (B)(6) 2017 and that the valve in valve was performed on (B)(6) 2017. Though the serial number provided, the manufacturer identified that this event was already notified to the manufacturer in 2018, and a report was already submitted (under medwatch report no. 3005687633-2018-00126). No further information was provided for this case.